Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) out of range measurements on the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead. Boston scientific technical services (ts) discussed the possibility of a surgical procedure being the cause of the out of range measurements. No adverse patient effects were reported. At this time, this device remains in service.